Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inratio: 3,9, 1.7, 2.2. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.5, lab: 1.4.

Manufacturer narrative:
Investigation pending.